Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the patient had stimulation in an undesired location. The patient had fallen in the parking lot at school; it was thought that the leads had shifted because the patient was not getting stimulation in the correct area. The patient reported that he was hurting, however, it was unknown if it was from the device or from not having stimulation. Additional information received from the healthcare professional reported that troubleshooting performed included reprogramming using the remaining lead that did not migrate over the course of one week. Reported interventions included revision by the neurosurgeon. It was determined that the event cause was right lead migration secondary to a reported patient fall. The healthcare professional reported that the issue of 'not getting stimulation in the correct area' was resolved. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain.